Event description:
A data error alert 4 was reported by the caller after the pump was shipped, with blood glucose levels recorded at 151 mg/dl. The issue did not occur within the past six months with the same pump serial number, and no personal profiles or settings were erased or reset. Technical support informed the caller that some history logs might have been erased but confirmed that therapy was unaffected. The customer acknowledged this and agreed to continue using the pump for insulin therapy. A pump replacement was provided for a battery issue noted in a separate complaint.